Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, field service engineer (fse) was at customer's site to address the reported event. Fse found syringe axis screw needed to be cleaned and re lubricated and fse also found that the probe had a clog due to the wrong cap being used when sampling. Fse replaced the probe, performed prime on reagents, ran a sample and quality control (qc) runs. All completed successfully without further errors. The g8 instrument was performing within specifications after completing the repair. No further action required by fse. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. Sample needle the g8 service manual under chapter 8 - troubleshooting, indicates that when a movement problem with the large syringe or a syringe-l error occurs, one of the causes could be due to sampling needle blockage and a sample needle replacement is recommended. 706 syringe-l the g8 operator's manual under chapter 6 - troubleshooting, indicates that 706 syringe-l error message is generated when an operation error occurs with the syringe-l. The operator is instructed to inspect the syringe-l. The most probable cause of the reported issue was due to clogged sampling needle.

Event description:
On (B)(6) 2018, customer reported getting error messages 706 syringe-l on the g8 instrument. The customer replaced the sample needle but error persisted. Technical support specialist recommended that customer clean the syringe assembly, but customer was unable to do that. A field service engineer (fse) will be dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.